Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the biopsy needle involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. For clarification, the distal end of the sheath, approximately 0.21" x 0.08", was found broken off. Material was missing. The sheath tip that is secured with the sheath, approximately 0.08" x 0.05", was also missing and not returned.

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the biopsy needle was inserted into the catheter and did not deploy at all. The diagnostic procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.